Event description:
It was reported that a patient underwent a laparotomy procedure on (B)(6) 2022 and suture was used. During the procedure, when trying to do the anastomosis the suture got separated from swage point. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: question was the needle it retrieved during the same surgical procedure? Ans- yes ques- was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? Ans- no. Ques-what is the most current patient health status and condition? Ans- not aware. Device return status/follow up? Device is available pcf deferred due to quarantine restrictions. Photo analysis: visual analysis of the image submitted for evaluation determined that two apparently closed foil packages of product code t8005 could be observed, the image is not clear to determine the failure mode. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-01889 and 2210968-2022-01890.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/22/2022. H6 component code: g07002 no device problem found. H3 investigational narrative: complaint sample: one photograph consisting of two sample foil of product label for code nw1665 lot t8005 was provided for investigation. Upon preliminary photographic evaluation it has been observed that the provided photograph is of genuine ethicon manufactured product. Fixed and variable text (artwork color coding, manufacturing, and expiry date) along with barcode matches with specimen artwork sample archived at site for product code nw1665 and lot t8005. Suture and needle was not present in provided photograph. Batch record review: as a part of further investigation batch manufacturing record for code nw1665 lot t8005 was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From batch card review, it is evident that there was no issue related to the suture quality and processing of this incident lot. Supply chain records were reviewed, and it has been observed that code nw1665 lot t8005 was distributed in same region by johnson and johnson pvt ltd. Retained sample evaluation: as the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Five retain samples of incident batch nw1665/t8005 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. All 05 retain sample primary packs were opened, out of 05 retain samples opened 04 retain sample sutures and needles were found intact. Upon opening of 05th foil of retain sample, needle found detached from suture. Hence needle pull test was not performed on 05th sample. Remaining 04 retain samples were visually inspected and tested for needle pull test and found to meet the individual needle pull specification requirement. Average needle pull value of 04 foils tested found to be 3.241 kgf (against avg. Needle pull requirement ¿ nlt 1.120 kgf). Five retain samples of incident batch were opened for testing where, 01 retain sample failed to meet the specification requirement. Based on the analysis it is evident that this is a confirmed manufacturing defect complaint. Further actions will be taken as per local qms procedures and file will be updated accordingly. The reported incident was one and isolated case for code nw1665 lot t8005. No other event was reported for same description from other parts of the country. Supply chain records were reviewed, and it has been observed that the product was distributed in same region by johnson and johnson. Raw material test data sheets were reviewed, and the same was found to meet the specification requirement. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/22/2022. H6 component code: g07002 no device problem found. H3 investigational summary: complaint sample: 3 unit of opened complaint sample foils along with zipper tray, lid, suture and needle (only 1 needle) received for investigation for code nw1665 lot t8005. Suture received in partial to complete disintegrated condition; as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil packs were visually inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at the top label side as well as on bottom cavity side of the packs were observed. ¿the detected detachment of suture issue may have been observed due to ingress of humidity through the observed pinholes¿. The observed pin holes might have generated during improper storage and handling of the product. Returned needle was inspected with magnification and no defect was observed. Swaging found satisfactory. Batch record review: as a part of further investigation batch manufacturing record for code nw1665 lot t8005 was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From batch card review, it is evident that there was no issue related to the suture quality and processing of this incident lot. Supply chain records were reviewed, and it has been observed that code nw1665 lot t8005 was distributed in same region by johnson and johnson pvt ltd. Retained sample evaluation: as the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Five retain samples of incident batch nw1665/t8005 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. All 05 retain sample primary packs were opened, out of 05 retain samples opened 04 retain sample sutures and needles were found intact. Upon opening of 05th foil of retain sample, needle was found detached from suture. Hence needle pull test was not performed on 05th sample. Remaining 04 retain samples were visually inspected and tested for needle pull test and found to meet the individual needle pull specification requirement. Average needle pull value of 04 foils tested found to be 3.241 kgf (against avg. Needle pull requirement ¿ nlt 1.120 kgf). Five retain samples of incident batch were opened for testing where, 01 retain sample failed to meet the specification requirement. Based on the analysis it is evident that this is a confirmed manufacturing defect complaint. Further actions will be taken as per local qms procedures and file will be updated accordingly. The reported incident was one and isolated case for code nw1665 lot t8005. No other event was reported for same description from other parts of the country. Supply chain records were reviewed, and it has been observed that the product was distributed in same region by johnson and johnson. Raw material test data sheets were reviewed, and the same was found to meet the specification requirement. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-01888, 2210968-2022-01889 and 2210968-2022-01890.